Manufacturer narrative:
The manufacture date was not determined. Lancets/ lancing devices are not 510(k) cleared.

Event description:
The caller stated someone at a skilled nursing facility accidentally stuck themselves with his wife's microlet2. Details were not provided. Product was not expected to be returned and it was not replaced at the time of the call.